Event description:
It was reported that a healthcare professional (hcp) observed crystallization of bupivacaine, concentrations higher than 35mg/ml, that occurred over a period of years. The hcp stated ¿it could be a lot of gunk in the pump¿. The hcp later stated that the only thing he could recall was that the crystallization only happened that one time. The hcp stated that he has never had any other issues with the device. No further information was provided. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).